Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The spare lamp ignites when the main lamp does not ignite. Therefore, omsc guessed that the reported event was caused by followings; -the main lamp was not attached to the device. -the main lamp was not properly attached to the device. -the main lamp was broken. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a laparoscopy with the device and a otv-s190, main lamp of the device did not ignite and spare lamp worked. The procedure was completed. There was no report of patient injury associated with this event.